Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that cannula was compromised due to which patient had high blood glucose level (600 mg/dl). The patient was hospitalized for high blood glucose level and received liquid diet and drip through intravenous route which resolved the issue. The patient did not notice any damage when the package was first opened. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.